Event description:
It was reported that during a da vinci-assisted ovarian cystectomy procedure, the wrist area of the fenestrated bipolar forceps (fbf) instrument got snagged on bowel. The surgeon removed the stuck bowel tissue from the instrument and reportedly oversewed the area of the bowel that was snagged. The procedure was completed as planned and it was reported the patient did fine.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was installed and operated on an in-house system, where it passed recognition and engagement testing. The instrument exhibited intuitive movement with full range of motion in all directions, and the grips opened and closed properly with no issues observed during grasping. No grip misalignment or physical damage was detected. Overall, the instrument was fully functional, and no product-related issue was identified.